Event description:
It was reported that the sensing is lower through the device than when measured on paper. All other measurements are normal. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.